Event description:
The customer was admitted as an impatient to a hosp for diabetic ketoacidosis. The customer stated that she changed the infusion set and reservior and when the infusion set was removed she found that the cannula was bent. The customer was instructed to remove pump by the physician and to use lantus troubleshooting was performed and pump programming and function appeared to be normal.